Event description:
Upon removal of the monteris axiiis stereotactic miniframe from the scalp, it was noticed that one leg of the device was missing. The leg of the device had broken and the broken piece was found in the patient's scalp. The patient is fine: no harm. The procedure time did not need to be extended. The physician noticed the missing plastic piece when removing the screws from the patient. The plastic piece that surrounds the screw was the piece that broke off. The physician was able to visualize the piece missing without altering the incision site. The incision created by the device needed to be slightly extended (approx 1 mm) in order to remove the plastic piece. The piece that was retained did not enter the skull- it was retained in the scalp. The device was applied on the frontal region of the skull, approximately 4-5 inches above the eye. We have not had this reported to us before this event. Staff/physicians have no insight as to why it happened; there was nothing unusual about this procedure. There was no difficulty applying or removing the device. There were no patient related factors identified for this event.

Manufacturer narrative:
Monteris will monitor frequency of this type of event. No corrective actions at this time.